Event description:
It was reported that: the catheter was inserted from the right internal jugular vein and fixed at the distal hub and the box clamp. Catheter insertion length was 14 cm, and aspiration was confirmed from all the triple lumens at the time of insertion. The position of the catheter tip at the time of insertion is on one vertebral body of the tracheal bifurcation. On the same day, the patient's condition deteriorated. As aspiration from the distal lumen was not confirmed, the patient's CT was taken. Then, it seemed that the blood vessel was perforated, so the catheter was removed. The patient's condition is stable at present. The catheter insertion length at the time of removal was not confirmed. The user speculated that the reason for the perforation of the blood vessel might have been the catheter migration, but as he/she had fixed the catheter at 2 places. The patient's symptoms included difficulty breathing and spo2 decreased to 88%. A blood gas was performed and a CT of the patient's chest. A pleural effusion was found and 400ml drained by thoracentesis. Eight hours later due to worsening respiratory failure, blood gas and CT was re-evaluated and intubation done.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the catheter was inserted from the right internal jugular vein and fixed at the distal hub and the box clamp. Catheter insertion length was 14 cm, and aspiration was confirmed from all the triple lumens at the time of insertion. The position of the catheter tip at the time of insertion is on one vertebral body of the tracheal bifurcation. On the same day, the patient's condition deteriorated. As aspiration from the distal lumen was not confirmed, the patient's CT was taken. Then, it seemed that the blood vessel was perforated, so the catheter was removed. The patient's condition is stable at present. The catheter insertion length at the time of removal was not confirmed. The user speculated that the reason for the perforation of the blood vessel might have been the catheter migration, but as he/she had fixed the catheter at 2 places. The patient's symptoms included difficulty breathing and spo2 decreased to 88%. A blood gas was performed and a CT of the patient's chest. A pleural effusion was found and 400ml drained by thoracentesis. Eight hours later due to worsening respiratory failure, blood gas and CT was re-evaluated and intubation done.